Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the sensis vibe hemo system. During an interventional procedure, the user reported that no ECG curves were visible on the live monitor. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. Assessment of the log files does not indicate a system failure or malfunction and no non-conformity was identified. The investigation was performed considering complaint description, cs reports, system history and system log files. The customer service engineer checked the system and found that the syngo multi monitor settings were not according to the windows display settings. The engineer changed the syngo settings according to windows display settings and the system worked as intended. In the opinion of the technical expert, the user may have changed the windows display settings or changed the connection of the system monitors which resulted in this issue. No parts were exchanged to bring the system back into operation and no general systematic error has been identified. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected prolonged hospitalization of the patient or any other person occurred or could be expected.